Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a routine generator change procedure. Upon review, the patient¿s right ventricular lead exhibited externalized conductors under x-ray. On (B)(6) 2019 the patient¿s lead was removed and replaced. The patient was stable throughout.